Event description:
Procedure type: ventral hernia repair. According to the reporter: the patient had the device implanted on their fourth repair of ventral hernia and adhesions were reported that were dense, connected to the small bowel. Portions of the device were explanted.

Manufacturer narrative:
(B)(4).